Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test however, pump was received with high sleep current and over heating battery tube due to shorted capacitor, c56, on pcb 1. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rapid battery depletion, with the insulin pump using six batteries in 30 hours. The customer was using duracell alkaline batteries instead of the recommended ones and had not tried a fully charged battery from a fresh package. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting included reviewing the battery icon, alarm history, and settings, as well as advising the customer to clean the battery cap and use proper aa batteries. No harm requiring medical intervention was reported. The product was returned for analysis.